Event description:
It was reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2005; 4054 competitor implantable pacing lead, (B)(6) 2005. (B)(4).